Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on. It was noted that the battery board and battery contact were corroded. It was determined at analysis that the epg failed the active current backlight test on the test system. The battery board, battery contact shorting bar, and the main printed circuit board (pcb) were replaced. Calibration was performed. The epg then passed the incoming and final tests, with calibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.